Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the inserter of transforaminal posterior atraumatic lumbar (tpal) cage got stuck. This specific surgery started with small holes in the patient¿s dura during the discectomy. While trying to insert the cage, the cage was placed exactly where the surgeon wanted but while trying to detach it the knob was stuck and the cage wasn¿t able to detach from the inserter. After many attempts to solve the issue, the surgeon took it out and used a different cage with an additional inserter. After using the additional inserter, everything worked normally with no further issue. Also during the procedure, while one of the other surgeons tried to insert the locking cap, he forced the locking cap inside and caused a cross threading stripping. While trying to final tighten the nuts inside the screw he slipped into the dura and they had to fix another hole that was caused by the final tightener. That was when the surgeon found out that the locking cap was not placed properly and they had to replace it. There was a reported delay of fifteen minutes. It was reported that the patient is still hospitalized with hematoma in brain and partly paralyzed. This is not because of the situation with the tpal insertion, and might not be connected to the surgery¿s outcome or because of damage that was caused to the dura while slippage during final tightening the screws has occurred. This is report 3 of 8 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the complained instrument has been forwarded to the responsible product manager for a functional test. We are now in the receipt of the investigation result. The present articles were subjected with a functional test. It was detected, that the instrument is working without any problems. The implant could be hold and released without any problems. Unfortunately, we are not able to determine the exact cause which has lead to the reported problem. The ring with which the implant could be detached was not pulled back. And for that the implant could not be released. The articles were analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.